Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, upon inflation it was noted that the balloon detached from the catheter. Reportedly, the balloon was removed from the patient, though it is unknown what was used to retrieve the balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.